Manufacturer narrative:
(B)(4). Approximate age of device - 2 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had gastrointestinal (gi) bleeding. The patient had multiple upper and lower endoscopies that showed areas of erosion on the stomach as well as several bleeding arteriovenous malformations. The areas were cauterized and hemoclipped; pump speed was decreased and the inr goal was lowered. No further gi bleeding was reported. There were no device alarms or device issues associated with the event. The patient was enrolled as status 1a on the transplant list. However, after several months, the patient was not able to remain as 1a by exception.

Manufacturer narrative:
A correlation between left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. No further gi bleeding was reported. There were no device alarms or device issues associated with the event. The patient was transplanted on (B)(6) 2018. The vad clinicians reported that the device operated as expected and no device issues or concerns. The lvas will not be returned for evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.